Event description:
Healthcare professional reported right side ¿leaking.¿ manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.6a, g.1, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking".

Event description:
Healthcare professional reported right side ¿leaking.¿ manufacturer of the device is unknown. Device has been explanted.